Event description:
It was observed during the device investigation that the utero-reno videoscope's bending section pins were lifted. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a root cause for the lifted pins was excessive force being applied. Olympus will continue to monitor field performance for this device.